Event description:
Left total hip replacement with depuy pinnacle acetabular cup system, sie 56, due to hip pain and discomfort. It was a defective device that caused pain, clicking/popping, metal synovitis. Failed device had to be removed on (B)(6) 2011 during revision surgery.